Event description:
The complainant alleged that during an attempt to monitor a pt complaining of chest pains, the device powered up with no display. The complainant indicated that the clinicians obtained another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.